Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose and the insulin pump was not delivering insulin over night. Blood glucose was 490 mg/dl at the time of event. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. The customer stated that they received multiple motor error alarm over night. The customer stated they were able to clear the alarm and able to complete the rewind process. The device will not be returned for analysis.